Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had sensitivity out of tolerance. The epg passed incoming testing. The epg was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed sensitivity testing. The epg was returned for service. There was no patient involvement.